Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h217 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h217 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned pressure dome membrane and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer sent an email to report a pressure dome membrane leak after the treatment procedure. The customer reported the treatment was successfully completed and blood was returned to the patient. The customer reported the treatment was completed without the occurrence of any alarms and the patient was disconnected. The customer reported when unloading the kit they first removed the pump tubing segments and when removing the pressure dome they noticed a leak. The customer reported the patient was stable. The customer discarded the kit; however, has returned the pressure dome membrane and smart card for investigation.

Manufacturer narrative:
The complaint kit and smart card were returned for investigation. A review of the data recorded on the smart card showed prime was completed and blood collection started in double needle mode. The data verifies that the treatment was successfully completed. The system pressure dome was the only kit component returned for evaluation. Examination of the system pressure dome found dried blood on the surface of the membrane confirming the pressure dome membrane leak. The pressure dome was pressure tested to check for leaks and found a pinhole leak in the membrane. A material trace of the pressure dome at incoming in process or through complaints used to build lot h217 did not find any previous non-conformances. A device history record review of kit lot h217 did not identify any related nonconformances, and this kit lot had passed all lot release testing. The root cause of the pressure dome membrane leak is due to the pinhole in the system pressure dome membrane. The cause of the pinhole to the membrane could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). (B)(6) 2019.